Event description:
The complaint is reported as: dr. Took arterial line out of package, assembled the 2 piece unit and tried to advance wire prior to insertion. The wire kinked within the assembly. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheter kit for analysis. No definite signs-of-use were observed. Potential signs-of-use in the form of biological material was observed on the needle tip, which contradicts the customer report that the defect was observed prior to use. Visual analysis revealed that the guide wire was severely kinked towards the distal end and was protruding out of the protective tubing. No other defects or anomalies were observed. The kinks in the guide wire measured 10mm and 20mm from the distal tip. The guide wire length from the orange handle to the distal tip measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire outer diameter measured .39mm, which is within the specification limits of .381mm-.404mm per the guide wire graphic. The guide wire was unable to be advanced into the introducer needle as the guide wire was too kinked. Therefore, a lab inventory swg handle/tubing assembly was attached to the introducer needle involved with this complaint. The guide wire was able to advance with little to no difficulty. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A manual tug test confirmed that the proximal and distal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". The IFU also states, "if resistance is encountered while advancing spring wire guide do not force feed". The report that the guide wire was kinked was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely kinked towards the distal end and was protruding out of the protective tubing. Microscopic examination confirmed the damage and revealed potential signs-of-use in the form of biological material on the needle bevel. The guide wire met all relevant dimensional requirements , and functional testing with a lab inventory guide wire assembly revealed no defects with the introducer needle involved with the complaint sample. Based on the signs-of-use and the customer report, it is unclear if the defect occurred before use or during the customer interaction with the device. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: dr. Took arterial line out of package, assembled the 2 piece unit and tried to advance wire prior to insertion. The wire kinked within the assembly. No patient involvement reported.